Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) had a bulge. It was noticed a rupture of the connecting tubing to the reservoir. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed the spring was misaligned in the ms pump. The pump did not pass the activation tests. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test found that the first cylinder had a hole in the proximal end of the cylinder from sharp instrument. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder did not pass the leak test, however the second cylinder did. The reservoir was microscopically inspected, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the reported clinical observations of cylinder bulge and a hole in the connecting tube could not be confirmed.

Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) had a bulge. It was noticed a rupture of the connecting tubing to the reservoir. The ipp was explanted and replaced. No patient complications reported.